Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device knife did not retract and the jaws could not be re-opened while the device was applied to tissue. Add'l questions were asked, but the site contact was not able to provide add'l details regarding the incident and device. There was no reported pt injury.